Event description:
Reporter alleged obtaining the result of 99 mg/dl on mobile system 1 compared back to back with the result of 55 mg/dl on mobile system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he did not have any strips left, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.